Event description:
A home patient's spouse contacted baxter's technical service center for assistance. The home patient's spouse stated the fluid came out of the patient line at the end of prime. Baxter's technical service representative instructed the home patient's spouse to raise the patient line to avoid an overprime. No patient injury or medical intervention was associated with this report per the home patient's spouse.